Event description:
During a surgical procedure, the tissue was burned from the cautery tip.

Manufacturer narrative:
Prior to use, the clinician inserted a bovie cautery tip into the cautery pencil. When the tip came in contact with the tissue, a minor burn resulted. A small burned area was excised. The tip was replaced and no further complications resulted. The facility reported that there have been no other similar incidents of this nature. We have no sample to evaluate and a root cause has not been determined. It is one of two potential lot numbers. We do not know if the tip was securely seated on the pencil at the time of use. If the tip was not fully seated on the pencil, it could have caused the reported burn.